Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vasopressin infusion was expected to infuse with an intended rate of 0.01 ml/hr, however biomed determined the actual rate was 0.1 ml/hr. The profile was ICU, the intended rate was 0.01 units/min, and the md order stated to titrate rate for a systolic of >95, and to titrate 0.01u every 4 hours. The bag, (dextrose5% in water, 50 ml), had 50 units of vasopressin added), and was hung on (B)(6) 2017 at 0554. The last rate change occurred on (B)(6) 2017 at 1806. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that vasopressin was found infusing at an incorrect rate was confirmed. Physical inspection of the device noted the bezel was cracked at the lower hinge shroud and the keypad had an impact dent just to the left of the channel off key. Analysis of the pcu event log shows that vasopressin was infusing at a dose of 0.01 unit/min (rate 0.6 ml/hr). At 6:18 pm on (B)(6) 2017 the dose was changed to 0.02 unit/min (1.2 ml/hr). At 6:44 pm the dose was changed to 0.1 unit/min (rate 6 ml/hr). The infusion continued at this rate for 3.75 hours until the dose was changed to 0.04 unit/min at 10:26 pm. Functional testing found the device to be infusing within specification. The root cause for the incorrect rate of infusion is user programming.